Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
Correction: visual and optical examination did not identify crack, fracture, or breakage. Functional evaluation with sample crosslink did not identify issue with respect to the intended function of the instrument. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instrument. The instrument appears to be capable of performing its intended function.